Manufacturer narrative:
An event of bleeding and stroke was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported pericardial effusion could not be conclusively determined. There are no allegations of malfunction with abbott devices. The reported unexpected medical intervention was the results of case-specific circumstances as the medication was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet was selected for implant using a 14f amplatzer torqvue 45x45 delivery system. The amulet did not provide enough apposition, therefore was exchanged for a new 28mm amplatzer amulet, which was attempted to be implanted with a 14f amplatzer torqvue 45x45 delivery system. During procedure, after several attempts at failed transseptal punctures, the patient's blood pressure elevated to over 180 systolic and became unstable under conscious sedation. Cta was clear, but the tpa was administered. No amulet was ultimately implanted. There are no allegations of malfunction with neither the 25mm nor the 28mm amulets. The patient was reported to have left-sided paralysis and is unable to talk; the patient was not responsive to medication. The hospital duration is unknown.